Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 30mmol/l. It was stated that the insulin pump alarmed no delivery. Troubleshooting was performed. Ran a prime test and the insulin exited. The customer then changed for the silhouette set in her bottom to a quickset in her tummy where she has some scar tissue. The insulin was exiting the tubing, but her glucose level was still rising. The customer treated with a bolus of 6.0 units via pen around midnight and her glucose level remains the same. It was stated that a couple hrs later after taking 3.4 units her glucose level dropped. It was stated that it was like all the insulin she gave activated at the same time. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.